Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 12 bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed the tubes underfilled. There was no health impact or consequence reported.

Event description:
It was reported that while using 12 bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed the tubes underfilled. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 22-may-2025 investigation summary bd received one photo for investigation. The evaluation of the photo demonstrates underfill. A total of 20 returned samples were tested using deionized water, and it was determined that all tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.